Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent to flow lines for flow testing for 40ml/hr for 60 minutes at a vtbi of 40 ml with results of 40.683 and an error percentage of 4.2075%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow and volume test 4 times. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.